Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment/partial display. The pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of missing segments from the insulin pump. The customer's blood glucose reading was 60-200 mg/dl. The customer treated with carbs. The customer declined to troubleshoot for low readings. The customer stated that for the past 10 days, lines developed on the screen and it was obscuring the texts running left to right. The customer stated that the information is difficult to read. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.